Event description:
Review of manufacturer database identified during the surgical intervention ((B)(6) 2017) additional ipg was also implanted to eliminate the need of extension.

Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced discomfort at the ipg site and preferred to get non rechargeable scs system. The patient underwent surgical intervention on (B)(6) 2017 wherein the ipg was explanted and replaced which resolved the issue.